Event description:
After an implantation period of approximately 44 months, it was reported that the patient received inappropriate shocks due to oversensing in the ventricular channel. The lead was extracted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis showed multiple abrasion marks along the lead. In particular between 55cm and 56cm distal to the df4 connector pin the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore, an abrasion mark was found 25cm distal to the df4 connector pin. It is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead.